Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted yesterday, and today the left ventricular lead impedance is greater than 2000. The left lead impedance test measurements, when tested with the pacing system analyzer (psa), were normal, but when connected to the device the impedance measurements are out of range. The physician has checked the set screws.